Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not calculating the correct bolus amount. As a result, customer experienced a high blood glucose level of 575 mg/dl that was addressed with a manual correction injection. The customer reverted to an alternate method of insulin therapy.